Event description:
Pt has growth on the left 5th cranial nerve, which is treated as a schwanoma. Pt already had facial numbness prior to treatment. Treatment with leksell gamma knife occurred in 2002. Radiation oncologist reported that planned dose was 14gy to 50% isodose line, max dose 28gy. The delivered dose was 22.4gy to the 50% line. According to the radiation oncologist, 7.5 to 8.1gy was given to the brainstem, which can take up to 18 gy. A .016 cc volume of brainstem received 20gy. Symptoms of toxicity would be numbness, however toxicity could not be measured because of prior numbness.